Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure for objective and light guide lens corrosion and cause not established for the air/water cylinder has corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicates that the objective lens, the light guide lens and the a/w cylinder had corrosion. There was no patient involvement.